Event description:
The surgeon reported he implanted a 13.2mm micl13.2 implantable collamer lens into the patient's right eye (od) but had to explant the lens due to being the wrong size lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly intraoperative icl removal was performed to address user error (ordering of a wrong lens length). No reported incision enlargement or other tissue damage during icl removal. No reported postoperative sequelae. Additional information has been requested but not received yet. Per dfu visian icl handling precautions "1. Choice of the proper visian icl size should be carefully considered prior to surgery." The reassessment will be performed when/if any new information is obtained. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - size incorrect for patient. (Explanted). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.